Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as skin discoloration under the front right electrode. The patient consulted her his physician who recommended using a "gentle paper" to help secure the electrode belt on the patient's skin. Follow-up indicated that the irritation was improving.